Manufacturer narrative:
The ge healthcare service technician was not allowed to service the unit. No repair information available. UDI# (B)(4). Patient information could not be obtained due to country privacy laws.the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.